Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was concerned the insulin pump was delivering more insulin than it should be. The reservoir indicator looked a little lower but his blood glucose was still high. Customer filled a new reservoir and the reservoir indicator was showing half. During troubleshooting, found customer rewound the device with the reservoir in it. Customer's blood glucose was 94 mg/dl. Customer did not rewind the device properly, he forced the reservoir in the device which he thought might have caused the device to over deliver the insulin. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.